Manufacturer narrative:
Visual evaluation of the returned uphold (tm) lite with capio slim revealed that there is blood residue on the mesh and it appears used. Both blue dilators were returned with sleeves and leader loops attached. The suture attached to sleeve one is broken but not frayed. The suture attached to sleeve two is broken but not frayed. Both darts are missing and not returned. The leader loops on both sleeves are cut. Therefore, the most probable root cause classification is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00430 captures the second device. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a prolapse procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke off from the suture but it was caught and retrieved by the capio slim device. They opened a second uphold lite with capio slim but found hair inside the sterile packaging. They did not use the second device. The procedure was completed with a third uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
Note: this report pertains to the first of two devices used during the same procedure. Manufacturer report# 3005099803-2015-00430 captures the second device. It was reported to boston scientific corporation that an uphold lite with capio slim was used during a prolapse procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the needle broke off from the suture but it was caught and retrieved by the capio slim device. They opened a second uphold lite with capio slim but found hair inside the sterile packaging. They did not use the second device. The procedure was completed with a third uphold lite with capio slim. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.